Manufacturer narrative:
(B)(4). Date sent: 10/26/2020 d4: batch # t5dz38 per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view with the safety disengaged and the trocar extended. Also, in the trocar can be seen two tissue donuts and the washer appears to cut. However, no malformed staples could be observed. Based on the photo the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. The customer reported that the cdh29a device malformed staples. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut, without marks and there were no staples present. The device was reloaded with staples and tested for functionality with a returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photos received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer surgery, when severing rectal tissue , after fired, noted some staples malformed . Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.